Manufacturer narrative:
(B)(4). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, it was learned that during sizing of the 23mm valve, an aortic injury occurred and injury to the right coronary sinus with complete right coronary disconnection from the heart. In addition, the patient required an unplanned CABG to treat a possible occlusion that occurred as a result of the repairs. There has been no allegation of a device malfunction. It appears that the root cause of this event was likely due to patient and/or procedural related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that an aortic valve was explanted at implant due to a "rent" and injury to the right coronary sinus with complete right coronary disconnection from the heart. A repair was completed with pericardial patch. The explanted device was replaced with another edwards valve, one size smaller. A CABG was completed due to possible right coronary occlusion due to an increase in tachyarrhythmias. The patient tolerated the procedure well and was taken to the cticu in guarded condition.